Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator hub broke off. It was reported that when inserting the dilator into the vizigo sheath, the hub fell off. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Additional information was received on (B)(6) 2022. It was reported that the hub of the dilator broke off where it sticks out of the hemostatic valve. The sheath was in the patient, but the dilator broke when it was being pulled. There was no intervention necessary and no adverse events. This was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 07-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator hub broke off. It was reported that when inserting the dilator into the vizigo sheath, the hub fell off. The hub of the dilator broke off where it sticks out of the hemostatic valve. The sheath was in the patient, but the dilator broke when it was being pulled. There was no intervention necessary. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the vizigo catheter. Visual inspection testing was performed, in accordance with bwi procedures and the device failed due to the dilator hub was found detached from the tube. No other damage was observed on the sheath. At this time, is not possible to determine the root cause of this condition. The customer complaint has been confirmed, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record (DHR) evaluation was performed for lot 00002006, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)